Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was selected for implant using a small flexnav delivery system. During the procedure, it was noted that the device was recaptured two times. The device was successfully implanted. On (B)(6) 2023, the patient developed a stroke. Medication was adjusted and the patient is stable. No additional information was provided.